Event description:
It was reported the device displayed alarm "cassette not attached" during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. The device was powered up and a 100 ml disposable cassette was attached, and the device alarmed cassette not attached properly; the device failed calibration. The downstream occlusion sensor was stuck, making it inoperable. The investigation found that the sensor was contaminated by fluid ingression, which would have caused the cassette not attached properly alarms. It was thus determined that the contaminated downstream occlusion sensor was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was traced to the customer. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.